Manufacturer narrative:
Investigation conclusion. The customer reported a discrepant low inratio inr result during testing. The customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Caller alleging discrepant low inratio value. (B)(6) 2015 inratio = 1.8; lab = 2.5. 3-4 hours between tests. Patient's therapeutic range 2.5 - 3.0 no reported adverse patient sequela. No additional information provided.